Event description:
It was reported that during a cryo ablation procedure, an error message was received stating that the system detected blood in the catheter handle and stopped the vacuum. Also, a high pressure system error was received. The balloon catheter, electrical umbilical cable and coaxial umbilical cable were replaced without resolution. The console restarted when changing the balloon catheter. The balloon catheter was replaced for a second time, along with the sheath, which resolved the issue. The case was completed with cryo. It was later reported that the first balloon catheter had visible blood inside it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 26552 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). During functional testing, the console terminated the application and triggered system notice #n-046 (the system detected a compromised balloon indicating there was an outer vacuum leak). During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion. In conclusion, (system notice-compromised balloon) was confirmed through testing. The balloon catheter failed return inspection due to the double-balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.